Manufacturer narrative:
The electrode lot number is flt55. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium result for 1 patient sample tested on a cobas 8000 ise 1800 module. The customer was prompted to repeat the sample as they received multiple analyzer alarms. The initial result was 148 mmol/l. The sample was repeated on another analyzer and the result was 138 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The calibration and qc recovery data provided prior to the event was within specification. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found bubbles in the is syringe and that the electrodes were unconditioned. The fse reconditioned the electrodes, removed all bubbles from the system, replaced the chloride electrode, and performed ise checks, hardware checks, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.